Manufacturer narrative:
Date sent: 07/11/2007. Based upon the inquiry information received visual and functional examination, the unit was found to require the vacuum system vso to be replaced. The device was functionally tested, met all product requirements, and returned to customer.

Event description:
It was reported by the customer that the are returning their unit to elsg for service. Description of the failure: swing mechanism blocking device is defective. No further information is available. No reported patient consequence.